Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) device, a home patient (hp) reported air in their line. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this report. No additional information is available.